Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during insertion of cannulated trochanteric fixation nail (tfn), difficulty was encountered upon drilling through the 130-degree aiming arm. The drill bit collided with the tfn implant. The result was additional drill holes in the femur. The procedure was extended approximately 20 minutes. Additional c-arm time was required. The locking screw was successfully inserted in the locking option. The inner drill sleeves were removed, and the drill bit was then used to drill through both cortices in a freehand technique. There were no fragments generated. There was a surgical delay approximately twenty (20) minutes. Procedure was successfully completed. No patient consequence. Concomitant device reported: unknown locking screws (part # unknown, lot # unknown, quantity 1). This is report 4 for 5 (B)(4).